Manufacturer narrative:
(B)(4).

Event description:
The device was implanted in (B)(6) 2016. Reportedly, it could not be interrogated on (B)(6) 2017 with different programmers. The device was most probably not interrogated by a programmer since (B)(6) 2016 and software version was not updated. Since the programmers in this hospital have been changed since the implantation, no files could be recovered for analysis. Two reports have been successfully transferred on (B)(6) 2017 through remote monitoring system. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Patient care recommendations have been provided to perform a recovery procedure on this device.

Event description:
The device was implanted in (B)(6) 2016. Reportedly, it could not be interrogated on (B)(6) 2017 with different programmers. The device was most probably not interrogated by a programmer since (B)(6) 2016 and software version was not updated. Since the programmers in this hospital have been changed since the implantation, no files could be recovered for analysis. Two reports have been successfully transferred on (B)(6) and (B)(6) 2017 through remote monitoring system. Preliminary analysis confirmed the reported event (inductive telemetry blockage). Patient care recommendations have been provided to perform a recovery procedure on this device.